Event description:
It was reported that during a gastrectomy procedure, there was some difficulty in firing at the third firing and the staples were found to be malformed. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.